Manufacturer narrative:
Correction: section b5 - included pacemaker and manufacturer reference number.

Event description:
Related manufacturer reference number: 2017865-2020-15077. It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead and pacemaker exhibited oversensing of myopotentials that was binned as high ventricular rates. Programming changes were discussed but not performed. The patient experienced no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of myopotentials that was binned as high ventricular rates. Programming changes were discussed but not performed. The patient experienced no adverse consequences.